Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time

Event description:
It was reported while attempting to tunnel the catheter the cuff was noted to be loose. The procedure was stopped and a new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
After further review of the details provided by the complainant, it was identified that the FDA rn number was incorrect and the correct FDA rn number is 3006260740. This number will not be changed on the emdr so that this report will remain connected and identify that the event was reported to the FDA in a timely manner. Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one 5f powerline cvc was returned for evaluation. Gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for a detached cuff, as tactile evaluation revealed that the cuff was loose and that it could be freely moved along the catheter. Gross visual evaluation confirmed that the cuff was located on the 1 mark and gross visual and microscopic evaluations found adhesive residue between the 3 and 4 marks. Per the drawing the cuff should be centered between print marks 3 and 4. Although the catheter tubing and cuff show signs of use, the definitive root cause of the cuff dislodgement could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported while attempting to tunnel the catheter the cuff was noted to be loose. The procedure was stopped and a new device was used to complete the procedure. There was no reported patient injury.